Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of therapy sometime in 2017. The patient stated that they had a problem with their stimulation. The patient met with a manufacturer representative and had a new program set up that resolved the issue. The patient reported that they were on the way to the clinic in (B)(6) 2017 and they noticed a change in their voice. When the patient tried to get out of the car, their ¿feet were not walking normally.¿ the patient ended up going to the ER and had a CT scan done. Nothing bad showed up with regards to the patient¿s brain and the patient¿s blood work came back as fine as well. The patient noted that they had not taken any medication that day. The patient reported that the ER workers suggested that it might¿ve been related to the ins or that the ins may have malfunctioned. When the patient turned off their ins, their feet and voice slowly went back to normal. The patient reported that the ins was ¿acting strange¿ in (B)(6) 2018. The patient reported that stimulation kept ¿going low¿ so that they didn¿t feel any stimulation and they would have to turn it up. The patient reported that they would experience a return of pain when the stimulation would go off. The patient noted that sometimes they get a big shock when they turn up the stimulation. The patient reported that they saw an elective replacement indicator (eri) on 2018-feb-03. The patient was upset about the longevity as their ins only lasted a years and a couple of months whereas their previous ins had lasted close to 3 years. No further complications are anticipated.